Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 128 mg/dl. Customer stated that there is having insulin leak from the reservoir compartment in pump. Customer stated there is fog under screen. Customer was advised that we would like to return the reservoir for analysis and she does not have it.